Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10

Event description:
Material no. 309645 batch no. 9014654 it was reported that before use of the bd luer-lok ¿ syringe 5 syringes had a cracked barrel. The following information was provided by the initial reporter: we have opened 5 syringes that are cracked in the plastic portion of the 10ml syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 309645, batch no. 9014654. It was reported that before use of the bd luer-lok ¿ syringe 5 syringes had a cracked barrel. The following information was provided by the initial reporter: we have opened 5 syringes that are cracked in the plastic portion of the 10ml syringe.